Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an isolated out of range pace impedance measurement of less than 200 ohms. There was noise present on stored electrograms. The patient is not pacemaker dependent. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this patient underwent a revision procedure and the system was removed and a new competitor's system was placed. The chronic system was thrown away, therefore will not be returned.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details.